Event description:
A 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in to a patient. During this procedure, four other endeavor rx stents were deployed to the target lesion (MFR report# 2953200-2009-01245 - 01249). The target lesion, located in the rca # 1-4 was described as excessively tortuous, with 100% stenosis and was pre-dilated. It is reported that the patient had previously suffered a mi and prior to the pci procedure suffered from angina. Communication from the field confirmed that the stents were deployed successfully; however 15 days post deployment, the patient presented with chest pain. Angiography confirmed a thrombotic total occlusion at rca # 1-4 thrombus aspiration and poba were performed. The patient is reported to be recovered and no other sequelae were reported. The device has not been identified as the root cause of the event. Based on the limited information available, it appears that the relevant stent performed as intended and that the patient condition impacted on the reported event. The root cause of the event was an inherent risk of procedure and was most likely related to the patient condition.

Manufacturer narrative:
Secondary intervention: thrombus aspiration, poba - evaluation: results: stent thrombosis, 100% stenosis. The use of this device is contraindicated for patients with thrombosis and mi. Evaluation: conclusion: 100% stenosis.